Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified superficial femoral artery to the vessel below the knee. A 2.5 mm x 220 mm x 150 cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
D2b: pro code (product code): dqy, lit. G4: premarket/510(k): k111295, k162350.